Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during jejunostomy, when the reload and handle were used, the device appears to be locked and the reload was not able to be fired even if the surgeon was able to press the green button and squeeze the handle. After several attempts, same result occurred. Surgeon replaced the handle and reload to resolve the issue. No patient injury.